Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included power cycling, bench handling, and functional stress testing and shocking into a simulator using test batteries without duplicating the malfunction. The device's main board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the clinical and error logs did not find evidence to support the reported event.